Event description:
Resident noted to be gurgling. Right upper and right lower lobes noted with some adventitious sounds. Unable to confirm placement. Ng tube removed. Resident coughing up white substance. Dr. Notified. Resident transported to hospitaldevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.